Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room. Rv lead dislodgment was observed due to twiddlers syndrome. The rv lead was explanted and replaced. Patient is in stable condition and will be monitored with routine follow up.